Manufacturer narrative:
Additional information: if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of staple guide noted that it was attached to the instrument shell. Staple guide assembly was observed with empty pockets which indicates that the clinical device was fully applied. In addition, pressure ridges were noticed during the evaluation performed to the staple guide through a magnifier microscope; this observation suggests that staples were present on the staple guide and deployed at some point. Further inspection of the instrument extension retainer noted a thread piece tied to the instrument. Functionally, a representative anvil was attached to the instrument but the thread piece caused an obstruction when closing the instrument. The obstruction causes stress to the "insert, shell eea" until disengagement. The instrument shell assy was removed from the received instrument and it was confirmed that the shell insert was not attached to the shell assy. Further inspection of the internal components noted that the shell hole in which the insert should have been inserted had thread marks evidencing that the insert was present at some point. The shell was evaluated, and it was noticed t hat the three ribs of the insert were marked in the shell walls. This suggests that the insert shell was fully pressed into the shell as intended. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the disengaged "insert, shell eea" may occur when an obstruction is inserted inside the anvil assembly causing it to disengage from the clinical device while closing the instrument and/or firing it. Disengagement of the "insert, shell eea" can lead to disengagement of the anvil when closing and prevent cutting. Additionally, the disengaged anvil could lead to the improperly formed staples as the staples don't have a solid base(anvil) to compress. Dst eea information for use (IFU) include specific instructions for the user to manually inspect the attachment to ensure that the anvil/center rod assembly and integrated trocar are fully mated. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic roux-en-y revision procedure, while the device was being applied to the stomach, 30% of staples were deployed after firing but there was no cut. It did not cut the tissue. The staple line was resected and re-stapled. New device was used, using the same orvil, to complete the case. There was no patient injury.